Event description:
It was reported that the right ventricular (rv) lead exhibited several noise episodes. The rv lead was revised, and a new rv pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.